Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/10/2024: the pump was tested with the testing protocol for air-in-line complaints during functional testing, the reported problem was not duplicated. Test 1: pump was run without tubing and alarmed air-in-line immediately. Test 2: pump was run with tubing, and without an air bubble, and no false air-in-line alarm was triggered. Test 3: a 1 inch air bubble was created, and each time the bubble made it to the air-in-line sensor, the alarm was triggered. The three steps above were repeated 5 times each, and the reported issue was not found in testing. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event. {reference complaint # (B)(4)}.

Event description:
On 04/01/2024 intuvie received a complaint that pump does not detect air in the line. Pump returned to intuvie on 04/10/2024. Detail of evaluation can be found in section h11 of this MDR.